Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was unable to be calibrated. Pressures were 88/42, mean arterial pressure was 72, and augmentation was at 149 by central lumen. Attempted several different trouble shooting ways and still would not calibrate and received a fiber optic sensor failure alarm. Able to continue use with central lumen as pressure source. There was no reported injury to the patient.

Manufacturer narrative:
Additional information - device available for eval - changed from yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was unable to be calibrated. Pressures were 88/42, mean arterial pressure was 72, and augmentation was at 149 by central lumen. Attempted several different trouble shooting ways and still would not calibrate and received a fiber optic sensor failure alarm. Able to continue use with central lumen as pressure source. There was no reported injury to the patient.